Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported gripper actuation issue (delay in lowering gripper) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the gripper arm actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. During attempts to grasp the leaflets, while in the locked position, only one gripper arm came down. The gripper lever was pushed and pulled several times and finally both gripper arms came down and the leaflets were successfully grasped. 1 clip was implanted successfully reducing mr to grade 1. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.